Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects bradycardia, hypertension, thrombosis, stroke and neurological event are known adverse events as listed in the instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a trial that the right internal carotid artery (rica) was being stented and during the post dilatation with a viatrac balloon catheter the patient experienced bradycardia treated with atropine and neosynephrine. Increased blood pressure occurred and the patient had left sided weakness and slurred speech. The procedure was completed without further issue and during recovery the patient was given a computed tomography (CT) scan with negative results. Post-procedure, the patient had abrupt left hemiparesis and slurred speech diagnosed as stroke. Computed tomographic angiography (cat) showed right internal carotid artery (rica) occlusion. The symptoms resolved and the patient was kept overnight for observation. The patient was transferred to a second facility for neurological consultation where CT scan showed questionable clot at the stent. Embolectomy was performed distal to the stent and chemical thrombolysis was done to treat the occluded rica. The patient condition was noted as continuing improved. There was no additional information provided.